Event description:
It was reported that the physician was unable to implant the product due to scar tissue. Only the anchors package was opened and the procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.